Manufacturer narrative:
The pump was received with no button response due to moisture damage on the keypad traces. Unable to confirm any alarms due to the keypad anomaly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were unresponsive. It was also reported that the customer received a displayable history crc check failed on startup error on the insulin pump. No additional information was provided.